Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description: prostalac high 105mm stem sz1. Product code: 154106000. Lot number: m5526h. Manufacturing date: 30-jan-2024. Expiry date: 31-dec-2033. Quantity manufactured: (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: prostalac high 105mm stem sz1. Product code: 154106000. Lot number: m5526h. Manufacturing date: 30-jan-2024. Expiry date: 31-dec-2033. Quantity manufactured: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified. Added: d10 concomitant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Thayer school of engineering at dartmouth first report of retrievals for statement of work 10 for q1 of 2025. Dartmouth is the research location, and not the facility of placement. A depuy synthes implant was revised and reviewed for analysis. Reason for revision: removal of prostalac spacer after infection treatment. Reimplantation of final implants. At removal the femoral head showed corrosion. At removal the acetabular liner showed minor yellowing.